Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site because the patient¿s ipg migrated within the ipg pocket site and was perpendicular to the skin, as confirmed by the field representative. Diagnostics revealed no abnormalities. As a result, the physician buried the ipg deeper in the same pocket on (B)(6) 2018, resolving the issue.